Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The lock has some movement, but when properly positioned and put under pressure it did not move. However, the unit was sent to quality engineering (qe) for further investigation since patient injury was reported; qe confirmed the initial findings and reports that the unit shows signs of general wear and wear to the starburst teeth. New components are to be added to replace worn internal parts, and general maintenance and cleaning to be performed. Root cause - the complaint is not confirmed from the evaluation. The lock has some movement, but when properly positioned and put under pressure, it did not move. Probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient slipped when positioned in the mayfield modified skull clamp (a1059) for a c 3-6 posterior cervical decompression and fusion. The slip occurred while the patient was prone so they turned the patient supine, re-pinned with a different headrest and turned prone again. The slip resulted in a 2cm small laceration on the right temporal that was closed with three staples. The procedure was delayed for 30 minutes. However, the patient is in a stable condition.